Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's analog board was removed and returned. The malfunction was duplicated and attributed to a faulty integrated circuit on the analog board. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
The customer was contacted for return of the suspect parts. The customer has responded and indicated unknown when faulty part will be returning to zoll.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG disabled" message. Complainant indicated that there was no pt involvement in the reported malfunction.